Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had the shunt change settings so many times. They had to bear terrible headaches and a several hour visit to the doctor to verify if the shunt had been changed or not.